Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited chronically high pacing impedance measurements. High pacing threshold measurements along with high out of range pacing impedance measurements were later observed. Additionally, oversensed noise resulted in pacing inhibition and inappropriate shocks. An invasive procedure was performed. The lead was surgically abandoned and the device was explanted. A new system was successfully implanted. No additional adverse patient effects were reported.